Event description:
The facility reported a colleague infusion pump with a failure code of 802:00. This condition has the potential to cause an interruption of delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 802:00 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.